Event description:
It was reported when using the bd pyxis medstation es system sent the user to a wrong location to access medication. The customer added that the zosyn 4.5 medication was loaded correctly but station showed a message of wrong location. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed when user removing medication. The technical support specialist confirmed no issue with pockets position to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.